Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and the physician believes premature battery depletion is the cause of the problem. The ICD was removed.